Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 4.5x15mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation at 12 atmospheres, but after deflation, the balloon folded in an odd shape. The bdc had difficulty being removed due to resistance with an unspecified guiding catheter and a non-abbott introducer, so the whole system was removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported failure to fold (bunched balloon), material separation and difficulty removing the device from the introducer sheath were confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to fold the balloon (bunched balloon); however, the reported material separation, difficulty removing the device from the guiding catheter and introducer sheath appear to be related to operational context. Return analysis confirmed that the balloon was bunched on the distal end of the balloon. In this case, it is possible that since this is a larger balloon profile, sufficient time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the noted bunching of the distal end of the balloon and subsequently the reported difficulty removing the device from the guiding catheter and introducer sheath. Further manipulation of the device was required during the attempts to remove the bdc, as difficulty was encountered, resulting in the shaft ultimately separating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a separation was noted in the inner and outer members of the device, which occurred during removal. No portion of the device remains in the patient anatomy. No additional information was provided.